Event description:
Physio-control received a medwatch report submitted by the customer (medwatch report number 5000794000-2015-0001) with the following event description: "patient was being cardioverted. He was synced and successfully shocked the first 2 times. The third time patient was shocked and went into vfib/torsades. Patient was coded using acls. Patient was revived and stabilized. He was admitted to ICU intubated." The patient survived the event.

Manufacturer narrative:
(B)(4). It was later confirmed by the facility's biomedical engineer that the device was examined and proper device operation was observed. No issues were found with the device during testing. The electronic patient records from the event were not downloaded by the customer. As a result of their own investigation, the biomedical engineer advised that the cause of the reported issue was that prior to attempting the 3rd synchronized shock, the staff member pressed the device's sync button which turned the sync function off, because the device had already been in sync mode. Unaware that the sync function had been deactivated, the staff member then provided an asynchronous shock to the patient (joules unknown) which caused the patient's heart rhythm to convert into v-fib. The cause of the reported issue was determined to be use error. Physio-control has contacted the customer and offered to provide additional training to the staff; however, the customer has declined. The device has not been returned to physio-control for evaluation.